Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient was implanted with a composix kugel hernia patch during an incisional hernia repair. (B)(6) 2012 - the patient underwent explant of the composix kugel hernia patch which allegedly was found to have an "eroding periumbilical mesh, which had caused the bowel obstruction and perforation of the small bowel." The attorney's report alleges permanent injury, pain, additional medical/surgical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.